Event description:
A customer contacted haemonetics on (B)(6) /2012 to report an orthopat device with the description of "centrifuge is noisy." No patient/operator injury reported.

Manufacturer narrative:
The device was returned and evaluated for the complaint of noisy centrifuge. When the device was evaluated on (B)(4) 2013 fluid ingress was found. Electronic components were damaged and replaced due to the ingress. The components replaced were: the power supply, the top deck distribution board and the centrifuge. (B)(4).